Manufacturer narrative:
Internal complaint # (B)(4).

Event description:
Prometra ii pump displayed error codes 100 and 124. The patient was hearing three beeps every thirty minutes, the critical error alarm. Representative programmed a soft reset on the pump and the error codes were no longer displayed. Patient will be schedule to explant pump if the error codes are displayed, as error code 124 cannot be cleared permanently.

Manufacturer narrative:
Additional data: b2, b5, d7, h1. Corrected data: h6. Per follow-up, explant surgery occurred. Pending return of device for evaluation. Internal complaint # - (B)(4).

Event description:
Prometra ii pump displayed error codes 100 and 124. The patient was hearing three beeps every thirty minutes, the critical error alarm. Representative programmed a soft reset on the pump and the error codes were no longer displayed. Patient had explant surgery on (B)(6) 2020.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. An inquiry of the pump confirmed the error codes. Programming of the pump was unavailable while the error codes were present. An analysis of the pump's memory code confirmed an issue with the code. The cause of the pump failure was due to a bit-flipping of some of the code. The cause of the bit-flipping is unknown, since the error is neither traceable nor repeatable. Bit-flipping is known to occur when the pump is subjected unintended electrical fields. Internal complaint number: (B)(4).